Manufacturer narrative:
The ventilator was reported to fail the pressure transducer test in pre-use check. Our field service engineer investigated the device on site and found the expirtatory channel printed circuit board (pcb) to be faulty. After replacement of the expirtatory channel pcb the ventilator passed pre-use check and was returned to the customer. The replaced expirtatory channel pcb was not returned for further investigation and the device logs are not available. A false measured pressure may lead to higher/lower pressure or higher/lower peep than the set pressure parameters in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Without logs or returned part, the root cause cannot be determined.

Event description:
Manufacturer ref (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).